Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the clinic. The alert was triggered due to noise and noise was observed while the device was being interrogated. It was suspected that the right ventricular (rv) lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.